Manufacturer narrative:
Upon reassessment of the reported event it was determined that the product did not contribute to the event. The initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event it was determined that the product did not contribute to the event. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2020-00044, 0002648920-2020-00077, and 3007963827-2020-00045. Concomitant medical devices: articular surface medial congruent (mc) right 10 mm height, catalog#: 42522100810, lot#: 64375815. All poly patella cemented 35 mm diameter, catalog#: 42540000035, lot#: 64497049. Femur cemented cruciate retaining (cr) narrow right size 9, catalog#: 42502006602, lot#: 64339169. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right total knee arthroplasty. Subsequently, approximately two months later, the patient experienced pain and stiffness that required a manipulation under anesthesia and an injection. This issue was noted to be resolved two weeks after the manipulation and injection, with no further intervention.